Event description:
It was reported that the patient experienced a hematoma that required additional intervention. The patient presented as asymptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. During the initial angiogram, cerebral stenosis was identified, prompting administration of additional heparin, which increased the act to above 300, and protamine was not administered to avoid sudden heparin reversal given the presence of intracranial disease. A neck hematoma developed during recovery, and the patient was monitored overnight. The patient was subsequently taken back to surgery for drainage of the hematoma. The surgeon later confirmed that the patient had been discharged and was at home recovering well.